Manufacturer narrative:
D4 expiration date ¿ added. D4 gtin- added . H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient intracranial hemorrhage¿, ¿patient vasospasm serious¿ and ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the patient was presented with an unruptured aneurysm of the left ophthalmic segment of the internal carotid artery (ica) and underwent elective flow-diverter implantation with the subject flow diverter stent. The procedure was completed successfully with the subject device positioned in the superior m2 segment. The patient stayed in hospital for 3 days post-procedure without any complications and was discharged on dual antiplatelet therapy. Seven days post procedure the patient presented with aphasia and mild right-sided paresis. A computed tomography (CT) showed non-acute subarachnoid hemorrhage in the left sylvian fissure and vasospasm of the left middle carotid artery (mca) area (m1¿m3 segments). Intra-arterial nimodipine was administered. The patient is currently hospitalized and nimodipine therapy and dual antiplatelet therapy has been maintained. No angiographic description of device fracture, migration, or obvious in-stent stenosis has been documented.

Event description:
It was reported that the patient was presented with an unruptured aneurysm of the left ophthalmic segment of the internal carotid artery (ica) and underwent elective flow-diverter implantation with the subject flow diverter stent. The procedure was completed successfully with the subject device positioned in the superior m2 segment. The patient stayed in hospital for 3 days post-procedure without any complications and was discharged on dual antiplatelet therapy. Seven days post procedure the patient presented with aphasia and mild right-sided paresis. A computed tomography (CT) showed non-acute subarachnoid hemorrhage in the left sylvian fissure and vasospasm of the left middle carotid artery (mca) area (m1¿m3 segments). Intra-arterial nimodipine was administered. The patient is currently hospitalized and nimodipine therapy and dual antiplatelet therapy has been maintained. No angiographic description of device fracture, migration, or obvious in-stent stenosis has been documented.